Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported finding several syringes missing the needle shields in one packet of syringes. Discard unknown lot number, unknown date of event. Item 324909. Consumer reported finding 1 syringe today with plunger cap cracked and plunger rod missing. Dc. Lot # 4149012 = 1 syringe with plunger issue, lot # unknown, several syringes with shield issues. Catalog# 324909. Date of event 03.19.2025 - plunger issue, date of event unknown shield issues. Sample status awaiting sample - 1 syringe with plunger issues.